Event description:
It was reported the patient had a vaginal rectocele/enterocele repair. The patient had high rectocele with detachment from the pubocervical ring. The symptoms included discomfort that was described as pressure which was much worse when having a bowl movement and if the patient was sitting or standing for long periods. The event resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v617801, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).